Event description:
The customer reported that he experienced a low blood glucose reading of 40 mg/dl after the insulin pump delivered a bolus that was not programmed. The customer stated that he programmed a 5.0 unit bolus, but the insulin pump delivered 9.0 units. The customer was uncomfortable with the insulin pump and asked for a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.